Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer input the blood glucose (bg) entry two separate times. Review of the pump history by tandem technical support confirmed two entries of the same bg value recorded. Reportedly, the customer did not deliver a bolus based on the second inaccurate entry.